Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision. Three months after surgery, uncorrected visual acuity had decreased to from 0.6 to 0.3. The physician noted a lens defect. Additional information was requested.